Event description:
Customer reported that on (B)(6) 2013 at 12:14am, she received a reading of 330 mg/dl on her adc blood glucose meter which was higher than she felt. Customer reported she self-treated with an unknown dose of insulin and "had a reaction," stating that 3 hours after obtaining the adc reading, she was sleeping and experienced a loss of consciousness. Customer reported her husband treated her with a glucagon injection and no other third-party medical intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional evaluation - the meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A reading similar to what the customer reported was found in the meter memory. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1365833) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.